Event description:
The treatment started on (B)(6) 2013. The symptoms reported by the pt were swollen lips, tongue and cheeks, hives all over her body, hyperventilation, an episode of unconsciousness and an e.r. Confirmation of anaphylactic shock. The pt reported visiting the e.r. And being prescribed epinephrine, zyrtec (antihistamine) and prednisone (steroid) to alleviate the reported symptoms by the e.r. Doctors. No additional info or reports were provided. The treatment was discontinued on (B)(6) 2013.

Manufacturer narrative:
The aligners are not being evaluated as the product performed in accordance to specifications, and the device was used in accordance with labeled indications. This event is being reported as an MDR, because the ER doctors confirmed that the pt had an episode of anaphylactic shock. The pt indicated visiting the e.r., and being prescribed epinephrine. No conclusive evidence has been provided that supports or opposes the fact that the invisalign product caused or contributed to the pt symptoms. Based on the e.r. Doctor's opinion of the potential anaphylactic episode and since the invisalign product was being used at the time of the reported symptoms, an MDR is being filed.